Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted to treat a 99% lesion in the left anterior descending artery after pre-dilatation of the lesion with a 2.5mm diameter ptca balloon. It was not possible for the stent to cross the calcified target lesion. Upon removal of the stent delivery system, the stent moved off of the delivery balloon onto the guidewire. The undeployed stent was successfully snared and removed from the pt. The target lesion was subsequently treated with another manufacturer's device. The pt was fine post procedure and there were no additional clinical sequelae reported relative to the event. The calcification of the lesion and the lesion not being 1:1 pre-dilated may have contributed to the event.